Event description:
The complainant reported that the automated impella controller (aic) exhibited battery failure. A loaner was sent to the customer. No patient involvement was reported.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, it was confirmed the persistent battery failure was not due to a disengaged battery switch. Once the console was booted the alarms were consistent with the reported failure mode. Visual inspection of the batteries revealed one of the batteries leds was completely blank. Therefore, the root cause of the battery failure alarm was due to a defective battery 2. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.